Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that the insulin pump may have recently been exposed to sweat. Customer reported having a blood glucose level in the range of 300 mg/dl the night before the call and treating with a manual injection. Blood glucose level was not provided at the time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on display window, scratched reservoir tube window and cracked reservoir tube lip. No moisture damage noted on electronic assemble or on motor.